Event description:
Spontaneous inbound call from the patient reporting cadd pump legacy serial number (B)(4) is not working. It is beeping and showing "low disposable, pump will not run." Patient switched to other pump without issue, had not missed infusion and denies side effects and symptoms. Sending him a replacement pump to arrive tomorrow and he will send back the malfunctioning pump. I reviewed for the patient to go to the hospital if his other current pump stops working. No further information available. Reported to (B)(6) by: patient/caregiver.